Event description:
The customer was talking with family member on the phone. The customer was acting confused and said they were sweaty. Family member went to customer's house and tested customer and received a result of 114mg/dl. The customer's family member took them to the e.r. At 3:30pm. The hosp tested a 1/2 hour later and received a result of 36mg/dl. The customer was given apple juice, apple sauce, cookies and peanut butter. They were released at 8:00pm. No controls were being used. A request was made for the return of suspect device and replacement product was sent.